Manufacturer narrative:
Investigation summary: lot 4012385 is a non-commercial lot manufactured for experimental use that expired on 30sep2024. Bd does not recommend the use of product after the expiration date. Bd had not received samples or photos for investigation. Therefore, 45 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to hemolysis as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. The bd instructions for use includes caution statements to not shake the tube during mixing and to not drop, roll or hold the tube in a horizontal position as this may impact sample quality. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube, two blood samples were hemolyzed and needed to be recollected. There were no other health consequences or impacts reported.